Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the device. The lens dimensions were acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device and lens were returned. No device damage was observed. Top coat dye stain testing was conducted with acceptable results. The lens had scrape marks on the edge. The observed lens damage and reported issues may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon encountered difficulty when trying to advance the lens when pushing the plunger. There was patient contact but no reported patient harm. Another lens was implanted instead. Additional information was requested.